Event description:
It was reported that the tip of the driver broke off during use. All pieces were retrieved. No patient complications were reported

Manufacturer narrative:
Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the relevant dimension confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(4).